Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis in the proximal left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated using a 2.5 x 20 mm nc euphora. Use of atherectomy was considered, but not carried out. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the stent. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was reported that multiple attempts were made at passing the stent through the lesion but that the stent could not cross the lesion. The lesion was dilated further with the 2.5 mm x 20 mm nc euphora and the procedure was complete using a 3.0 x 22 mm resolute onyx rx stent. It was reported that the patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.